Event description:
(B)(6). We have been informed about a report from a hospital in (B)(6), in which a physician asserts that there was a risk of misdiagnosis when reviewing nuclear medicine (nm) medical images. Investigations have concluded that this was caused by an incorrect color setting of the display. There were no reports of actual confirmed misdiagnosis or any harm to any patient because of this situation. There was no malfunction of the display itself.

Event description:
We have been informed about a report from a hospital in (B)(6), in which a physician asserts that there was a risk of misdiagnosis when reviewing nuclear medicine (nm) medical images. Investigations have concluded that this was caused by an incorrect color setting of the display. There were no reports of actual confirmed misdiagnosis or any harm to any patient because of this situation. There was no malfunction of the display itself.